Event description:
It was reported that the user could not select the ¿yes¿ option on the ilet fill tubing screen during a supply change, which was resolved after restarting the ilet through the app and reattempting the procedure. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no interruption to therapy after resolution. Investigation included technical troubleshooting and user guidance performed remotely. Investigation of this case revealed that the device functioned as expected after restart and the supply change completed without further issue. It was concluded that the event was non-serious and resolved with standard troubleshooting, with no device malfunction confirmed and no clinical sequelae.